Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_prog, lot/serial#: unknown, implanted: n/a, explanted: n/a, product type: programmer, physician; ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who had been receiving an unknown dose and concentration of baclofen and was then switched to 2 mg/ml of bupivacaine at 0.012 mg/day and 10 mg/ml of dilaudid at 0.065 mg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient had been on baclofen for a long time and nobody seemed to think it was benefiting the patient. It was unknown when the issue began. A side port aspiration was performed, and it was determined the catheter was fine. However, the patient was complaining of more pain, so they decided to switch the patient to pain medication. The patient was weaned off baclofen and placed on dilaudid. It was reported that the healthcare provider was worried the patient was having a reaction to the medication at the current concentration. It was reported the patient was obtunded. It was reported this was sudden. It was reported the patient may have had a reaction or may have just gotten sick because she did have a urinary tract infection (uti) and ended up in the hospital. Therefore, the healthcare provider decided to go ahead and change the concentration. It was reported the catheter was aspirated and the pump was programmed with the new medication, 10 mg/ml at 0.6 mg/day. Of note, the new dose and concentration was also provided as 1 mg/ml of bupivacaine at 0.048 mg/day and 2 mg/ml of dilaudid at 0.096 mg/day. It was indicated that a bridge bolus was not programmed. It was indicated that in 72 hours the patient would start getting the old concentration for 6 days. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). It was reported the patient was obtunded and in the hospital for 1-2 days, a couple days after their refill, so a drug reaction could not be ruled-out. The bridge bolus was not done because the healthcare provider removed the drug from the catheter via catheter access port (cap) aspiration, and they believed they had emptied the whole system.